Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms, which were reproduced while running a loaded set. Evidence for the reported problem "air in line" was found through review of the event history log by the presence of "air-in-line!" In the log; however, it cannot be determined if the alarms are true or false. Evaluation found to be caused by a failed upstream sensor with continuity across the ultrasonic crystals. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.